Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there was 5 cracked tubes. The following information was provided by the initial reporter: stage: after opening the package defect: obvious scratches on the wall of the blood collection tube (a stripe, very deep) quantity: 5 pieces.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: this complaint has been confirmed. Bd received five (5) samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged (scratched) tube was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged (scratched) tubes with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (scratched) tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes that there was 5 cracked tubes. The following information was provided by the initial reporter: stage: after opening the package defect: obvious scratches on the wall of the blood collection tube (a stripe, very deep) quantity: 5 pieces.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.